Event description:
(B)(6) had open heart surgery and insertion of annuloplasty ring on (B)(6) 2011. On or about (B)(6) 2012 he began experiencing severe dyspnea and chest pain. Echo transesophageal procedure revealed severe mitral regurgitation due to dehiscence of the mitral valve ring, markedly enlarged left atrium. On or about (B)(6) 2012 he underwent open heat surgery and re-repair.